Manufacturer narrative:
Additional information: h6 the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event was on an unknown date in (B)(6) 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set under infused when used in conjunction with a one-link non-dehp microbore catheter extension set. It was further reported, the ¿medication didn¿t administer in the appropriate time frame¿. The medication being infused was oxaliplatin. There was no patient injury or medical intervention associated with this event. No additional information is available.